Event description:
Patient with gravida 4, para 3 with a history of anterior posterior repair, which was performed with avaulta mesh in 2008 and subsequently had excision of eroded mesh. She feels that now the mesh has dropped and seems to be folded up and kind of winded up at the introitus and there is one area that still has not healed where she can feel the mesh.